Event description:
The device was returned for service. During service by baxter, a broken door latch assembly was found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
The facility representative reported false occlusion alarms found during bio-med testing. Evaluation summary: the pump was evaluated by a baxter service technician. Inspection of the device found that the false occlusion alarms were caused by a broken door latch assembly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.